Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018. Customer's low blood glucose value was 40 mg/dl. Customer's blood glucose of 56 mg/dl at the time of the incident. The customer was given juice and glucose tablets to treat. The customer experienced symptoms such as acting strange and convulsions. The customer was wearing the insulin pump during the incident. The customer stated their pump drive support cap was flush. Troubleshooting was completed. The insulin pump will be returned for analysis.